Manufacturer narrative:
No device was returned and no films could be provided confirming the alleged event. No lot number could be provided so a review of the manufacturing history could not be performed. It was reported a torque handle was being utilized in the case, it could not be returned or tested so its accuracy could not be confirmed. Due to the lack of information provided a root cause could not be determined but a review of the reported event and similar reported events suggests excessive use, fatigue, excessive torque and or off angled excessive force during use. The fractured tip per surgeons prerogative was left in-situ fixed in the screw so its not a concern for migration, the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation can be completed at this time. Label review "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries" "instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient." "Instrument failures or malfunctions which prevent intended use, resulting in decreased operational efficiency and general inconvenience." Pre-operative warnings the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
On (B)(6) 2024 a patient underwent a posterior fixation procedure from l2 to s1. During the procedure the distal tip of the driver sheered off when final tightening the right l4 screw and was unable to be retrieved. The fractured portion was left in patient per the surgeons prerogative. No adverse patient consequences were reported.